Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The tip, shaft, and balloon were examined. Magnified inspection identified a 12mm longitudinal tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material and radiopaque (ro) markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00mm x 20mm emerge¿ balloon catheter was advanced for pre-dilation but was unable to cross the lesion. A 2.0mm x 20mm emerge balloon catheter was then advanced and performed pre-dilation. It was then sized up to 3.0mm x 20mm emerge balloon catheter and pre-dilation was performed again. Subsequently, a 3.5x15mm non-bsc stent was advanced but failed to cross the lesion. Pre-dilation was performed again with the 3.0mm x 20mm emerge balloon catheter, but still the non-bsc stent failed to cross the lesion. A 3.0 x 15 non-bsc balloon catheter was then advanced and was inflated several times and the 3.5 x 15 non-bsc stent was deployed. There were no patient complications nor injuries reported. However, returned device analysis revealed balloon torn longitudinally.